Event description:
The patient refuses to wear his speech processor. He feels pain and an electrical discharge when he uses the processor and during testing of the device. He also complaints of the symptoms while sleeping. External parts were all replaced. A map with mcl values at minimum was activated and he complains of the same issues. There have been no reports of accidents or illness. A CT scan will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.